Event description:
The customer reported an error condition of "rinse block errors" was generated by the coulter hmx hematology analyzer with autoloader. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found the probe wash rinse block was sticking in the down position. The fse removed the blood sampling valve (bsv) and found the bsv probe slightly bent. The fse replaced the bsv and performed the probe wash rinse block adjustment and no further errors were observed. (B)(4).